Manufacturer narrative:
Information contained in this report was previously submitted through asr/psr on 04/25/2014. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lump/nodule.

Event description:
Patient reported having side unspecified "a lump or thickening in or near the breast or in the underarm area." This record for the left side. Device has been explanted.